Event description:
Customer reported that erroneously low sodium results were generated by the unicel dxc 800 synchron system. Quality controls were within specification prior to the event. The erroneous results were reported out of the lab. The customer retested the samples on another system and obtained results within expectation. Amended results were reported. It is not known if there were any changes to the pt care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. No cultures of the system were performed or provided. The fse cleaned the flow cell, rebuilt the electrolyte injection cup, ion-selective electrode (ise) drain, ratio pump and replaced the ise pre-amp board. Although several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly, no conclusion can be drawn. This is one of ten medwatch reports being submitted as the customer reported multiple pt and event dates related to this malfunction. Reference medwatch numbers below for all associated events: MDR# 2050012-2010-00751, 2011-04426, 04427, 04428, 04429, 04430, 04431, 04432, 04434. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add¿l reportable events.